Manufacturer narrative:
It was reported that a female patient was being prepped for a c-section and during a foley catheter placement the nurse could not get the catheter to drain urine. The nurse had two other nurses check the placement of the catheter and the catheter was still not draining urine. Another catheter was retrieved, the catheter was replaced and no further incident was noted. The facility reported that the catheters are typically stored in the facility supply room or in a cabinet in the patient's room. The issue was discovered prior to the catheter balloon being secured and the balloon was never inflated. The initial catheter was only in place for minutes due to no urine drainage being noted. The catheter was replaced with no further intervention required for the patient. The patient was reportedly doing well prior to her discharge. The sample was initially reported as being available, however was not returned to the manufacturer for evaluation. There was no serious injury or follow-up medical care required related to the incident, however medical intervention to replace the initial catheter was necessary. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a female patient was being prepped for a c-section and during a foley catheter placement the nurse could not get the catheter to drain urine. Another catheter was retrieved, the catheter was replaced and no further incident was noted.